Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was incorrectly recording data. It was noted that the issue appeared to be associated with a technical note. The device is still in use. No patient complications have been reported as a result of this event.